Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following: it was reported by the customer that primary pump infusion set, ref: 2426-0007 was leaking fluid at the back check valve. Upon further inspection, there was a crack noted in the tubing as it connects to the top of the back check valve.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo was provided for investigation. Evaluation of the photo provided does not indicate that the tubing is damaged because the photo is blurry. No further information was provided and therefore the customer complaint of tubing defective / damaged could not be verified. A root cause of the reported failure could not be determined because the failure could not be confirmed. A device history record review for model 2426-0007 lot number 24123234 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.